Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. The missing segment of the insulin pump was unable to verified due to physical damage on the lcd glass. The insulin pump was received with minor scratches on the lcd window, scratches on the reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call damage on the insulin pump. Customer advised the lcd display screen was broken and there was a spot of ink as well. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.